Event description:
Healthcare professional stated the pt is experiencing chf. The cardiologist interpreted an x-ray of the ring as the ring losing shape and appearance to be separated. The surgeon does not feel that the pt's condition is related to the ring, nor that the ring is malfunctioning. The surgeon does not want to reoperate due to the pt's age.